Event description:
It was reported that during the procedure, the cage fractured upon impaction of the second anchoring plate. The cage was removed and replaced with an alternate cage to complete the case. There were no reported surgical delays or known patient harm.

Manufacturer narrative:
Corrected information in d4: UDI number, d10, and h3. Additional information in d4: expiration date, h4, and h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. Inspection. The returned device was confirmed to match the part and lot number reported. Visual inspection found that part of the front of the cage has fractured off at one of the plate interfaces. The complaint is confirmed. DHR review. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause. As no further information is available regarding the surgery, a cause cannot be conclusively determined. However, it is possible that the damage occurred during insertion of the anchoring plate. It is also possible that the cage was misaligned within the disc space such that during impaction of the anchoring plate, an unexpected off-axis force was placed on the cage resulting in its fracture; however, the initial positioning of the cage is unknown. Corrective/preventive action. No corrective or preventive actions are recommended at this time. Recall and product hold search. This device is not related to any recalls or product holds. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that during the procedure, the cage fractured upon impaction of the second anchoring plate. The cage was removed and replaced with an alternate cage to complete the case. There were no reported surgical delays or known patient harm.